Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that a 9.0 x 40 mm absolute pro self-expanding stent (ses) advanced to the lesion, but could not deploy and during its removal from the anatomy the external shaft got broken. The procedure was successfully completed with another unspecified ses. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The failure to deploy was not confirmed due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation determined that the reported difficulties are due to case circumstances. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to filing the initial report, the following information was received: a 9.0 x 40 mm absolute pro self-expanding stent (ses) was advanced to the lesion, but the thumbwheel did not rotate properly and the stent could not deploy. During the removal of the ses, resistance was met with the anatomy and the outer member shaft broke, but remained attached to the inner shaft when it was removed.